Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implantation procedure. Initially, when the right ventricular (rv) lead was placed, the lead parameters were acceptable as read on the patient system analyzer (psa). However, later during the procedure, the psa did not show anything on the rv lead channel. There was no signal despite exchanging ports and cables. It was determined that the rv lead was broken and a new lead was implanted without any issue. The physician noted that the lead damage could have occurred when he was suturing it to the skin. The patient was stable before, during and post procedure.